Event description:
It was reported that the customer intermittently experienced resistance during the fill process. There was no adverse impact to customer's blood glucose level. Multiple syringe needle changes and multiple cartridge changes were performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.